Event description:
This is filed to report the mitraclip causing a previously implanted mitraclip to detach. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. It was noted that imaging was poor throughout the procedure and the transseptal puncture was suboptimal. A mitraclip xtw (20221r191) was successfully implanted onto the valve. A second xtw clip (20224r182) was attempted to be positioned but contacted the first implanted clip and caused a single leaflet device attachment (slda). The first implanted clip detached from the posterior leaflet. The same xtw clip was then implanted to stabilize the slda, reducing the mr to grade 2. The physician attributed the contact between the clips to poor imaging due to patient anatomy and low clip height due to the suboptimal transseptal puncture. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device will be filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was due to patient anatomy. The reported difficult positioning and the device caused damage were due to a combination of the reported image resolution poor and procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.